Event description:
Patient was originally implanted in 2002. The surgeon reports that the patient was unable to wear her device, because the internal device was placed 2.5cm(1") too anterior for her to comfortably wear the tempo+ speech processor at ear level. She would not wear the processor in any type of body worn configuration. In addition, the audiologist reports that the patient went from 80% speech understanding (hint) in 2003 to 0% in 2008.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.